Event description:
Multi trauma patient was in surgery for tracheostomy revision which had been completed and was being prepped for an orthopedic procedure. The patient had a decrease in saturations and what appeared to be some increasing subcutaneous emphysema. At that point, examination revealed the right chest tubes had become occluded. (They were found kinked underneath the patient.) They were cleared but the patient continued to deteriorate. New right chest tubes were placed and the patient did not have any more subcutaneous emphysema form, but the patient did not improve saturations. Orthopedic surgery was cancelled and the patient returned to ICU, intensive care unit, in critical condition.